Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Date of event is an approximation. On (B)(6) 2022, the patient was reportedly hospitalized due to signal loss. The patient declined to give more details about the episode and event. There was no documentation of further medical evaluation or intervention provided by the patient. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.